Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2015-08490. It was reported that a burr became stuck on wire. The severely calcified target lesion was located in the coronary artery. A 1.25mm rotalink plus and a 330cm rotawire were used to treat the target lesion. After the 1st ablation, the device was removed from the patient, and it was noted that the rotawire was stuck with the burr and failed to be removed. Procedure was completed with another of the same device. No patient complications were reported and patient condition was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device has wire kinked in the middle of the device as part of visual inspection. All outer diameter are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-08490. It was reported that a burr became stuck on wire. The severely calcified target lesion was located in the coronary artery. A 1.25mm rotalink¿ plus and a 330cm rotawire¿ were used to treat the target lesion. After the 1st ablation, the device was removed from the patient, and it was noted that the rotawire was stuck with the burr and failed to be removed. Procedure was completed with another of the same device. No patient complications were reported and patient condition was good.